Manufacturer narrative:
Additional information: d1, d3, d4 (model #, catalogue #, lot #, expiration date, UDI #), d9, g1 (device manufacturer name and address), g4 (510k #), h3, h4, h6, and h11. H11: the device was received for evaluation. A visual inspection was performed using the naked eye which observed a scratch on the cassette component. A pressure test was performed which revealed a leak in the cassette. Additionally, a pull test was performed and no separation was noted. The reported condition was verified. The sample did not meet specification. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿wet inside the cassette gasket¿ of the homechoice claira device. This occurred during fill one of four of automated peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.